Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. It was indicated that the contact would consult with health care provider regarding alternate insulin therapy.